Event description:
On 12 january 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure on (B)(6) 2021. During the procedure, it was noted that a device did not properly deploy. On (B)(6) 2022, investigation of the returned device confirmed that a 33mm needle fragment was missing and unaccounted for. The physician was informed but no patient harm or injury was reported.